Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of many scratches on the display window of the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.